Event description:
Additional information was received and it was stated that: a. I am not 100% of site of fracture. B. No surgery delay because it was revised weeks after first operation.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : attune primary revised due to fracture. Replaced with tc3. Primary knee was operated (B)(6) 2023. I dont know lot numbers or the correct sizes of impants. The implants are avaible at hospital. So they can differ from the implats sizes I put in here. The product was not returned to depuy synthes, however photos were provided for review. The x-ray investigation revealed that the tibial tray has migrated and assumed an anteriorly tilted position within the tibia. The cause for this failure mode is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use) and anatomical considerations. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed however there is no evidence that indicates that the observed condition of the [attune fb tib base sz 6 cem] would have contributed to the reported fracture. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the device lot number is unknown, therefore a device history review could not be performed.  If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, ¿attune primary revised due to fracture. Replaced with tc3". The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that attune fb tib base sz 5 cem presents a combination of bone ingrowth and cement on more than 90% of the fixation surface of the implant. The overall appearance of the device exhibited light scratches and other marks consistent with extraction damage. A manufacturing record evaluation was performed for the finished device [150670005 / 3995382] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing. The overall complaint was unconfirmed as the observed condition of the attune fb tib base sz 5 cem would not contribute to the complained fracture. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing record evaluation was performed for the finished device [150670005 / 3995382] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : attune primary revised due to fracture. Replaced with tc3. Primary knee was operated (B)(6) 2023. I dont know lot numbers or the correct sizes of impants. The implants are avaible at hospital. So they can differ from the implats sizes I put in here. The product was not returned to depuy synthes, however photos were provided for review. The x-ray investigation revealed that the tibial tray has migrated and assumed an anteriorly tilted position within the tibia. The cause for this failure mode is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use) and anatomical considerations. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed however there is no evidence that indicates that the the observed condition of the [attune fb tib base sz 5 cem] would have contributed to the reported fracture. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the device lot number is unknown, therefore a device history review could not be performed.  If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Attune primary revised due to fracture. Replaced with tc3. Primary knee was operated (B)(6) 2023.